Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2015, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient fell 8.5 months prior to the report. Since then, they had lost coverage in their back. The physician was considering a revision of the leads if coverage was not achieved. They attempted to reprogram the electrodes but were unable to achieve 100% coverage. Electrode #6 was above 10,000 impedances.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient was not having stimulation in her lower back like she was previously. Environmental/external/patient factors that may have led or contributed to the issue included the patient tripped over a coffee table. The patient could not recall the date this occurred. Diagnostics/troubleshooting performed included an impedance check, which resulted in one impedance being >10,000 ohms at electrode 8. The rep did not use this electrode in her programming and had 75% coverage of her pain target. Interventions/actions taken to resolve the issue included an impedance check and reprogramming. It was noted that the issue had not resolved at the time of this report. The patient's status at the time of this report was alive with no injury. Surgical intervention had not occurred and was not planned at the time of this report.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found that the stimulator lead bodt conductor had broken within 10 cm of the connector area. The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_stylet_acc, serial# unknown, product type: accessory.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), never implanted, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis of the lead (B)(4) found no anomalies. This event was transmitted to the FDA as an initial report (3004209178-2016-22517) before it was determined to be related to events previously reported.

Event description:
The manufacturer's representative later reported that the physician had decided to revise the leads to gain better coverage. It was reported that during intra-operative testing of the new lead, electrodes 10 and 11 on the new lead were >10,000 ohms. The patient could not feel paresthesia with these electrodes. The trialing cable and electrodes were changed with the same result. The lead was changed per request of the doctor and the impedances were within normal limits at the end of the case. The patient has good coverage at this time.

Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Manufacturer narrative:
Remove fdc conclusion code and replaced with on (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.